Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter, in two pieces. The balloon was loosely folded. The device was stuck on a guide wire. Analysis of the tip, balloon, markerbands, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the inner shaft at the distal end of the port/exit notch, and a complete separation of the balloon (circumferential tear) 9mm from the distal edge, and the inner shaft was stretched down on the wire, and there were numerous kinks in the hypotube. Inspection of the rest of the rest of the device found no other damage or defect. The reported broken balloon was confirmed.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was used in a procedure. However, the rail on balloon broke while in use. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was used in a procedure. However, the rail on balloon broke while in use. The procedure was completed with a different device. There were no patient complications reported.